Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the color bar was displayed due to a wrong connection because it was reported that the phenomenon was solved by rewiring. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue and is not expected to be returned. In speaking with olympus technical assistance center (tac), customer is going to transfer the last three months of unsent images to a thumb drive and then clear the buffer. They will try taking the photos again, and if it still results in unsent images, the device should be reset, per tac. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera elite ii video system center was only printing color bars after a diagnostic procedure. Customer added that there had been unsent images since (B)(6) 2022, and that printing from the memory resulted in color bars being printed out each time. Customer believed it was due to all the unsent images. There was no report of patient harm.